Manufacturer narrative:
The returned valve was tested under 1 meter of water pressure to detect the leak. Microscopic examination revealed two leaks: two pin holes (made by needle) on the edge of the silicone dome were observed. The returned unit as rec'd was not inspecification because of a leak. This leak is due to pin holes on the device's silicone dome. The burr hole valves are 100% tested during manufacturing, and such a damaged valve cannot pass its final test. We suspect mishandling during implantation to be the cause of the holes impairing the device's functioning. The burr hole valves are not intended to be sutured in the domed reservoir. A review of the complaint database determined this is the first time we receive such a complaint.

Event description:
When the surgeon went to test the burr-hole valve by pressing the reservoir, the csf was observed to leak/flow out from the sutured area (peripheral).